Event description:
It was reported the patient experienced a nose bleed during an ipg replacement procedure while being put under anesthesia. In turn, the patient stopped breathing after the new ipg was implanted. As a result, the patient was intubated. Reportedly, the physician restored the patient's airway and patient was stable post op.